Manufacturer narrative:
(B)(4). The iab was not replaced because the patient tolerated not having it after it was removed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy since it was discontinued immediately when blood was observed in the helium pathway. The patient outcome is the patient tolerated the d/c of the iab well and is currently extubated. Additional information received on 03/16/2012 per the rn stated there were no issues with the pump. The rn stated the patient is fine and has been transferred out of the unit. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the ccu (cardiac care unit) approximately 24 hours after insertion. Relevant medical history/diagnosis: the patient developed severe indigestion and was subsequently noted to have an acute anterior st elevation myocardial infarction. The patient had 3 v fib arrests requiring defibrillation. Emergent coronary angiography by the md revealed a thrombotic occlusion at the origin of the left anterior descending artery; 2 stents to the lad placed. The intra-aortic balloon (iab) was inserted (B)(6) 2012 at approximately 1500. The md inserted the iab through a 8 fr. Sheath via femoral with a tight fit. At approximately 0445 on (B)(6) 2012, at the bedside of the patient, the rn noted some artifact in the intra-aortic balloon pump (iabp) wave forms. Within a few minutes, large quantities of blood had backed up into the helium line. The rn immediately clamped the line, turned off the iab and called the md. The md arrived within 20 minutes. As a result, the iab was removed successfully.

Manufacturer narrative:
Device evaluation: returned for evaluation were the fos (fiberoptix sensor) iab assembly, non-arrow sheath with sidearm, 6" arterial pressure (ap) line, 40cc driveline tubing and one hemostat. Blood was noted on the exterior and interior surfaces of the iab assembly. A dried orange substance was noted on the bifurcation and short driveline tubing assembly. The distal tip of the bladder was inverted and the flex tip assembly was noted to be broken. A non-arrow sheath with sidearm was on the catheter 29cm from the iab distal tip. Blood was noted inside the sheath body and sidearm. The one-way valve was tethered to the short driveline tubing. Blood was noted inside the short driveline tubing. A 6" ap line was connected to the central lumen luer hub. The 40cc driveline tubing was connected to the gas lumen of the fos iab. Blood was noted in the 40cc driveline tubing and a hemostat was clamped on the tubing as mentioned in the complaint. The fos connector and cal key were connected to the fos yellow cable which was connected to the iab. The fos connector and cal key were examined. There were no defects found on the cal key. The center post of the fos connector was properly seated in the housing and both retaining tabs were intact. The fos center post was centered. The blue slide housing was examined and no abnormalities were noted. There were no scrapes or gouges. The clamshell slide was tested with the go gauge and slid in easily. The clamshell slide was tested on the alignment gauge and clicked easily into place. The cal key and fos connector were inserted into the iabp. The cal key and fos slider were recognized immediately by the iabp. The iab automatically zeroed. An in-house guidewire was front loaded (j-tip end) through the central lumen luer hub due to the known broken flex tip assembly. The guidewire did not exit the iab distal tip and was seen approximately 2cm from the iab distal tip inside the bladder. A vacuum could not be pulled on the iab. The lab was submerged in water and pressurized. Bubbles exited the distal tip and central lumen luer. When helium is noted to be exiting both ends of the iab during the pressure leak test it means there is break in the central lumen or flex tip assembly. The tip and luer end of the central lumen were blocked and the iab was submerged and pressurized again. No leaks were detected in the iab assembly. The bladder was cut approximately 4cm from the iab distal tip and examined under magnification. The fiber was not broken and attached at the distal glue joint. No excessive glue was noted. The flex tip assembly was broken approximately 1.8cm from the lab distal tip. The entire length of the flex tip assembly was noted to be present. The bladder thickness was measured and was within specification. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the rn noted some artifact in the iabp wave forms within a few minutes large quantities of blood had backed up into the helium line" is confirmed. Blood was known to have entered the lab after approximately 24 hours of use. The flex tip assembly had broken which allowed blood to enter the gas lumen of the lab. The potential cause of this issue is procedure/patient related.

Event description:
It was reported that the event involved a male patient while in the ccu (cardiac care unit) approximately 24 hours after insertion. Relevant medical history/diagnosis: the patient developed severe indigestion and was subsequently noted to have an acute anterior st elevation myocardial infarction. The patient had 3 j fib arrests requiring defibrillation. Emergent coronary angiography by the md revealed a thrombotic occlusion at the origin of the left anterior descending artery; 2 stents to the lad placed the intra-ao tic balloon (iab) was inserted (B)(6) 2012 at approximately 1500. The md inserted the iab through a 8 fr sheath via femoral with a tight fit. At approximately 0445 on (B)(6) 2012, at the bedside of the patient, the rn noted some artifact in the intra-aortc balloon pump (iabp) wave forms within a few minutes, large quantities of blood had backed up into the helium line. The rn immediately clamped the line, turned off the iab and called the md. The md arrived within 20 minutes. As a result, the iab was removed successfully. The iab was not replaced because the patient tolerated not having it after it was removed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy since it was discontinued immediately when blood was observed in the helium pathway. The patient outcome is the patient tolerated the d/c of the iab well and is currently extubated. Additional information received on 16mar2012 per the rn stated there were no issues with the pump. The rn stated the patient is fine and has been transferred out of the unit.